Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-34554. During follow up, episodes of non-sustained right ventricular oversensing were noted. An increase in the ventricular high voltage lead impedance was also noted but the values were still in range. Abbott technical support was contacted and it could not be determined if the oversensing and increase in impedance was due to an issue with the device or the lead. No intervention was performed. The trend will continue to be monitored and the patient was in stable condition.